Event description:
Patient reported a right side "rupture and tumor". Later, healthcare professional reported right side rupture and seroma. Device has been explanted and replaced with non-allergan device. Histopathological markers cd30+ and alk- have not been received.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: broken device observed assessed as fold flow opening. Missing shell assessed as inconclusive. Lymphoma ¿ alcl- suspended: unable to observe as it is not related to the device. Seroma: unable to observe as it is not related to the device. Additional observations: stress marks observed are assessed as non-penetrating nick. No further actions are required as no manufacturing issues are observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of seroma and lymphoma-alcl are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, rupture, lymphoma-alcl-suspected.

Event description:
Patient reported a right side "rupture and tumor". Later, healthcare professional reported right side rupture and seroma. Device has been explanted and replaced with non-allergan device. Histopathological markers cd30+ and alk- have not been received.

Manufacturer narrative:
Clarification to d.9. Returned to mfg on: the device has not been returned. Device photo evaluation: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ lymphoma - alcl - suspected: unable to observe since it is not related to the device. ¿ seroma: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reported a right side "rupture and tumor". Later, healthcare professional reported right side rupture and seroma. Device has been explanted and replaced with non-allergan device. Histopathological markers cd30+ and alk- have not been received.